Event description:
The dealer states that the facility sent a e-mail stating that the upholstery was stretching and that it is due to multiple heavy patients using the chair. The dealer states the chair is heavy duty and she doesn't know the model or the serial number. She just gave us a part number to quote.

Manufacturer narrative:
Follow up to be sent if additional information is received